Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had shoots insulin out instead. Customer¿s blood glucose level was unknown. Customer reported that the insulin delivery when filling tubing was spraying out compared to drops. Customer also reported that cracked through top of up bottom, up bottom skipped and jumped a couple of numbers, rejected new battery and declined battery life. Customer troubleshooting was performed for damaged. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device primed properly. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received with cracked case, cracked case at the display window corners and cracked reservoir tube lip.